Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, returned physical sample, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 4cm and 5cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned and centered within a permanent kink impression. Wear of the depth markers at the same location. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The potential for this type of damage can be mitigated through placement, dressing, and handling which reduces hard kinking of the catheter. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the patient contacted helpline to report fluid leaking from PICC line. Attended unit. Kink noted approximately 4cm above butterfly wings. On flushing line with saline fluid noted to be leaking from area of kink. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep4099 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient contacted helpline to report fluid leaking from PICC line. Attended unit. Kink noted approximately 4cm above butterfly wings. On flushing line with saline fluid noted to be leaking from area of kink. No other information was provided.